Event description:
The customer reported failing the operations check/alarms are going off, battery issue. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).